Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the received product shows that the rim of the liner has three minor gouges. The etch is still legible and intact. The anti-rotational tabs are in good condition, free of marks or damage. The locking flange is also pristine and completely intact. The liner has very few signs that it was implanted. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical devices: unknown, unknown shell, unknown. Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11359

Event description:
It was reported that the liner would not seat in the shell. The procedure was completed with a backup product. Attempts have been made and additional information on the reported event is unavailable.